Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient's device system was explanted and replaced due to an infection. It was also reported that conductors on the patient's right ventricular (rv) lead may have possibly externalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The analyst commented that the distal segment was received with severe explant damage, however no in-vivo fracture or breach was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.